Event description:
The customer reported that following a ptca procedure on 6/16/2000, a vasoseal es was deployed. On 6/19/2000 the pt was observed to have reduced femoral pulses and a white leg. The pt was monitored and the color of the leg and femoral pulse improved. Subsequent wound inspection that there was a hematoma present which extended internally and performed an embolectomy where an unidentified substance was removed. The pt recovered and no further complications were reported.